Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 1.7; lab: 5.9; mean: 3.8; confidence limits: 2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value was outside the confidence limits for inr testing. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 1.7, lab: 5.9.